Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited possible intermittent capture on the right ventricular (rv) lead. Technical services reviewed the electrogram strip and was unable to determine the issue and suggested checking threshold measurements. Subsequent information indicates that the physician does not believe there was loss of capture rather a fusion beat. During the patient's next follow-up, threshold testing is scheduled to be performed. No adverse patient effects were reported. Subsequently, the device was explanted for normal battery depletion.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.